Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, two photos were received from the field and appeared to show the device deformity. However, it could not be confirmed as there was no shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no interaction with cardiac structures during deployment, there was no angulation or kink noticed in the delivery system, and an 7f delivery system was used. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was selected to close atrial septal defect, using amplatzer trevisio intravascular delivery system (atv). During the device-implantation, the left atrial disc enfolded in "cobra-shape". The device was taken out of the patient and was fixed back to its normal shape. Another attempt to implant the device was performed, but the device deformed to cobra-like shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was recaptured and replaced with 12mm amplatzer septal occluder. The device was deployed with no reported issue. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be stable and there were no adverse effects during the procedure.